Event description:
Pt was revised because stem had zero degrees anteversion, and cup was over-anteverted. Cup was impinging on neck of stem.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.